Event description:
It was reported that the patient was unable to enter MRI mode. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of unable to enter MRI mode was not confirmed. As received, the continuity testing showed a channel 8 electrical open was found on the returned lead. The cause of the event is consistent with damage during use.